Event description:
The valve which connects to the c-line from the d-vial disconnected during the first aliquot of sir-spheres administration. The tubing did not rupture, it simply disconnected from the valve on the c-line coming off the d-vial. The c to c connection remained in tact. This resulted in a spill within the siros delivery dome. The spill was contained but this was a failure of the c line valve and c line tubing of the d-vial prep set. The dose was unable to be administered. During the scheduled operation, nuclear medicine prepared another dose, patient received appropriate prescribed dose.

Manufacturer narrative:
There was no reported death or serious injury to the patient and they received their dose. The malfunction caused a loss of the first dose which was redrawn and delivered. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury due to the potential for radioactive contamination and should the full dose not be able to be administered to the patient. The device was returned to sirtex and the separated tubing from the valve was observed. A batch record review was performed and did not display anything abnormal for the manufacturing process and all operations were completed per procedures.